Event description:
It was reported that removal difficulties were encountered. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after several dilatations, the device was tried to be pulled out to check the intravascular ultrasound (ivus), but removal difficulties were encountered. After the confirmation of the ivus, the device could no longer be used as it was determined that the inflation lumen was about to collapse. The procedure was completed with another of same device. No patient complications nor injuries were reported.